Manufacturer narrative:
Additional dsc product details: product code- 20059735. Serial number: (B)(4). UDI: (B)(4). Expiration date: 16-jan-2025. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore. On (B)(6) 2022, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system for an aortic arch aneurysm. The 24fr dsf was inserted from the right femoral artery, but was unable to be advanced. The use of the 24fr dsf was discontinued, and it was changed to a 22fr dsf, with using smaller sizedendoprostheses. The 22fr dsf was advanced relatively smoothly, and all stent grafts were successfully implanted. Angiography performed when the 22fr dsf was removed showed that the right external iliac artery ruptured. For repair, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was to be implanted. However, during the insertion of the viabahn device, the posterior end of the guidewire (lunderquist®) penetrated the catheter shaft of the viabahn device. The viabahn device was removed and the procedure was continued using a gore® excluder® aaa endoprostheses (pcl121000j). It was reported that the right external iliac artery measured 6.5mm to 8.1 mm (the 8.1 mm in the region of the vessel trauma) in diameter. Also, reportedly, although CT showed the narrow access vessel, it was initially determined that a 24fr dsf could be advanced because ultrasonography showed the diameter as 9 mm. It was unknown which (or if both) of the two dsf was related to the vessel rupture. Since direct association is unavailable, both dsf devices will be included in this report. Please see h10/11 for additional device information. Regarding the viabahn device event, it was reported that the catheter shaft was inserted bent, which may have caused the guidewire to penetrate the catheter shaft. The physician reportedly stated: regarding the viabahn device event, possibly I inserted the viabahn device roughly because I was kind of panicked due to the bleeding from the vessel injury. The viabahn device will be returned for further investigation.

Manufacturer narrative:
It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿ g3/g4: updated the PMA/510(k)number from k120428 to k160254.

Manufacturer narrative:
H6: code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications.